Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags were leaking at the top seam. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. During visual inspection of the actual device, a long tear (approximately 6 inches) across the top seam of the bag was observed. The reported condition was verified; however, the cause of the condition could not be determined. The second device was not returned; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.